Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they went hospital due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018. Customer¿s blood glucose was 508mg/dl in the hospital. Customer¿s current blood glucose level was 305 mg/dl. Customer had symptoms such as throwing up and shakes. Customer was treated that with manual insulin and insulin drip. Customer stated that the act button was not working. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion test, self test and unexpected restart error test. The stop current and run current measurement tests are within specification. Device also passed off no power alarm test and the delivery accuracy test at 0.08798 inches. Device was unable to prime during prime test due to faulty force sensor resistor unable to perform the occlusion test and excessive no delivery test due to prime anomaly. No button error alarm noted. Device had intermittent button response on the esc and act buttons due to flattened dome switches (no crease). During visual inspection, the keypad connector on was found locked properly. Device had minor scratched display window, cracked case at display window corner, cracked battery tube threads, scratched reservoir tube window, cracked reservoir tube lip and a missing end cap sticker. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.